Event description:
Same case as MDR #6000093-2006-00343 following a coronary artery drug eluting stenting treatment procedure there was stent thrombosis. The patient was reported to have had two taxus express2 monorail drug eluting stents of an unknown size placed on an unknown date at a different facility. One taxus express2 stent was placed in the left anterior descending (lad) coronary artery and one taxus express2 stent was placed in the diagonal (diag) coronary artery. The patient presented to this facility with stent thrombosis in the lad and diag coronary arteries. The physician treated the patient with placement of two stents of unknown type and size; one placed in the lad and one in the diag. Three days later the patient presented again with thrombosis in the diag. This was not treated with placement of another stent. Additional information has been requested.